Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that the patient charged it and it got real hot and was acting funny then died. Replacement surgery date was on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the ins battery needed to be replaced. The caller reported ins went out at 8 years instead of 9 years and hcp wanted to replace ins battery. No symptoms reported. No further complications were reported/anticipated.